Manufacturer narrative:
Philips service replaced the hard disk spare part, reloaded the software, and checked the configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ip-pc disk failure caused system restart and image saving issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.